Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a "lo" (<40 mg/dl) sensor scan results compared to readings of 102 mg and 124 mg/dl from a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated with 1 unit of insulin (type unknown) before eating oatmeal. There was no report of death or permanent impairment associated with this event.